Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
Surgery was performed on a patient. During the procedure, metal pieces from the blade and/or bur allegedly flaked off into the patients right ankle. According to the rep who called this in, the pieces are still in the patient and there has been severe swelling. The surgery was completed with existing blades, however, the blades and burs that are in question were allegedly thrown away by the surgeon.